Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, after completion of a diagnostic procedure the x-ray tube issue was observed by the customer. There was no impact to the patient. A philips remote service engineer (rse) inspected the system and confirmed the reported issue. Log file review showed that the x-ray tube current was out of range. Device case history showed that this case is an earlier occurrence of an event occurred on (B)(6) 2025 (MFR report number: 3003768277-2025-007028). A philips field service engineer (fse) inspected the system onsite and replaced the x-ray tube. Before the part to be replaced arrived, the incident documented in this case, on (B)(6) 2025 occurred. After replacement of the x-ray tube on august 7th, 2025, the system has been returned to use in good working order. The x-ray tube was returned for further analysis. Functional testing was performed and identified a vacuum leak in the cathode insulator. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred at the end of the procedure, which was successfully completed on the same system with no impact to the patient. Therefore, philips has re-evaluated this complaint as not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the system was unable to acquire images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.